Event description:
It was reported that the patient the patient visited the hospital with a bulging inflatable penile prosthesis (ipp) cylinder. A surgery was performed a week later and the right cylinder was removed and replaced. The patient improved following the surgery and had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cylinder bulge was confirmed through product analysis. The device met all manufacturing specifications prior to shipment from boston scientific. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinder was visually inspected, leak tested and examined using a microscope. Cylinder has wear at folds in the cylinder body. Cylinder has broken fabric threads in the cylinder body; bulging was present when inflated with syringe. Cylinder was not pressure tested due to that bulge was identified. The identified broken fabric threads with bulge is also the probable cause of the reported mechanical issue. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient the patient visited the hospital with a bulging inflatable penile prosthesis (ipp) cylinder. A surgery was performed a week later and the right cylinder was removed and replaced. The patient improved following the surgery and had a stable outcome.